Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented in clinic after receiving a vibratory alert due to high pacing lead impedance and high capture threshold. The lead was capped and replaced. The patient was stable post procedure.